Event description:
It was reported the programmer will not turn on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer powered multiple times, with no issues, and passed testing. Error messages were found in the programmer logs. The hard drive was reconfigured and the software reloaded.